Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was brown foreign matter in the bd luer-lok¿ syringe barrel. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
One loose 3ml assembled syringe was received and reported to be from batch #8092641 (p/n 309702). The sample was visually evaluated. The syringe has a label attached to the barrel wall and a tan tip cap attached to the barrel tip. Three light brown pieces of embedded foreign matter were observed. Embedded foreign matter larger than level 3 is rejectable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the embedded foreign matter is associated with the molding process. No corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was brown foreign matter in the bd luer-lok syringe barrel. There was no report of exposure, injury, or medical intervention.